Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and was unable to reproduce the alleged malfunction. The stm performed preventive maintenance (pm) of the iabp and it tested as fully functional. He then released the iabp back to the customer for clinical use.

Event description:
The customer stated that while in use on a patient the cs300 intra aortic balloon pump (iabp) had no pressure readings from the catheter. No patient injury or harm reported. The customer tried power cycling and reconnecting the iabp but it did not work. A replacement iabp was brought in and it worked fine. No adverse event reported.